Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application had a blue screen. A field service engineer implemented the 4.12 remote support service update in application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device offline. Customer reported that the user was unable to administer or withdraw medication for the patient due to a malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.